Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, white particles in inner surface, curved openings with striated edge on anterior side, partial delamination of diaphragm flange disk, wear abrasion, and nicks with striations. Based on the device analysis, the final assessment is delamination of diaphragm flange disk assessed as adhesive failure, and a curved striated openings assessed as surgical damage. Additional, corrected, and/or changed data: d.10., g.3., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.